Event description:
The facility representative originally reported a flogard infusion pump that was making noise. Upon follow up with the facility on (B)(4) 2012, the reported condition was clarified as a continuous sound, like an alarm. The event was reported to have occurred upon power up in the general pt ward. There was no report of patient injury or medical intervention related to the device. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of " making continous noise like an alarm" was not confirmed in service. However, the quality engineer has confirmed the problem as an air in line alarm. The cause of the problem was not identified and no repairs were performed for the customer reported condition. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.